Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the right ventricular lead, low sensing values were observed. The lead was removed from the pocket and the tip was found to be clogged with tissue. The lead was not implanted. A replacement lead was successfully implanted at that time.